Event description:
It was reported to nova biomedical that a consumer obtained a reading of "hi" on her blood glucose meter. With control solution opened during the call to customer support, an out of range was obtained, followed by an in range reading. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.